Event description:
It was reported that the ventilator failed internal leakage test and pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).

Event description:
Manufacturer ref#: (B)(4).

Manufacturer narrative:
On-site investigation was performed by our field service engineer. According to the received service report the expiratory valve coil, pressure transducers, control and monitoring printed circuit boards (pcbs) were determined defective and in need of replacement. Replacement of the defective parts solved the issue. The issue was confirmed in the provided log files. The pressure transducers check that the measured pressure values differ less than 10 cmh2o between inspiratory and expiratory pressure transducers. The movable axis of the expiratory valve coil controls the opening of the expiratory valve by pushing the valve membrane into desired position. The monitoring handles all supervision and alarms in the system and the control comprises microprocessor control of breathing pattern for all different ventilation modes. Our conclusion is that the replaced parts were the cause of the failure. However, the root cause of why the parts had failed has not been established as the replaced parts were not returned for investigation.

Manufacturer narrative:
**Device related data quality updates only** a correction of fields # d1 brand name and # d4 version or model # were required. D1 ¿ brand name - previous brand name: servo-I, corrected brand name: servo-I base unit d4 ¿ version or model # - previous version or model #: servo-I, corrected version or model #: 6487800. The UDI information is not available since the device was manufactured before 2015.

Event description:
Manufacturer ref#: (B)(4).